Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the contact notified customer of the malfunction code; therefore, blood glucose level was not known. Tandem customer technical support offered to call customer to complete troubleshooting but contact declined and requested reset instructions.